Manufacturer narrative:
(B)(6). (B)(4). Unknown devices of multiple part/lot numbers were implanted during the procedure including: part: 855-011 / lot: 0277030w (x2) part: 8590855 / lot: h5089213 (x6) part: 86946545 / lot: 0295800w part: 86946545 / lot: 0305885w part: 86946550 / lot: 0267953w (x2) part: 859-650 / lot: 0274212w part: 859-650 / lot: 0281628w although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that 23 days post-op, a patient presented with symptoms of infection with "skin pus outflow". A revision surgery was performed the next day to replace the products. The patient¿s current status was reported as "normal" after the revision.

Manufacturer narrative:
Corrected information: product analysis all associated implants are sold non-sterile. Sterilization must be performed pre-operatively and therefore is outside of the direct control of medtronic. It is the responsibility of the implanting facility to adhere to all applicable sterilization protocols and procedures. Visual review did not identify material or functional defect. No dimensional or functional feature of the implants specified in the complaint event record. After review of returned product, and associated DHR documentation, no evidence was found that would suggest a material defect in manufacturing or processing of the implants, and appear to be capable of performing their intended function.